Event description:
Philips received a complaint by the customer on the v60 indicating that the main alarm failed. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported that the main alarm failed, and the authorized service provider (asp) engineer confirmed the reported issue. The asp engineer checked the speaker assembly and found that it was damaged. The asp engineer therefore replaced the speaker assembly and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
Reporter phone number - (B)(6).